Event description:
Consumer reported that she applied the product at 4:00 pm, (B)(6)2010 and woke up at 3:00 am, (B)(6)2010, with swollen lips, gums, cheeks and eyes. Her throat was swollen and had difficulty breathing. Consumer sought medical attention from a dentist and a doctor. She was prescribed prednisone 20 mg, ibuprofen 800 mg, amoxicillin 500 mg, benadryl and zyrtec. As of (B)(6)2010, her lips, gums, cheeks and eyes were still swollen and her throat sore. She was experiencing difficulty swallowing. The skin was peeling of her lips and had broken veins in her cheek. Consumer reported, the product was used according to directions.

Manufacturer narrative:
Consumer has not returned product to date, therefore, it cannot be evaluated and no conclusions could be drawn.